Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the infusion set site and the occlusion was resolved. The customer also received an altitude alarm and upon resetting the pump a malfunction code occurred. The customer's blood glucose level (bg) was 230 mg/dl and insulin injections were used to address the bg level. The customer was to use another pump or insulin injections to manage diabetes.